Event description:
It was reported that "cardiac surgery patient admitted to intensive care with central line. When patient arrived at resuscitation department, fluid leaked from the tubing-catheter connector of the proximal line (small leak due to cracked tubing, fluid leaked without venous return) and the medial line (large leak with venous return). Removal of the central catheter 3 hours after insertion, when it should normally be 48 hours later". No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one catheter and unopened kit for analysis. Definite signs of use were observed on the catheter. The slide clamps were not returned as part of the catheter assembly. Visual analysis revealed no obvious defects or anomalies with the proximal luer hub. Analysis of the medial luer hub revealed a material within the hub, consistent with the appearance of a broken male luer tip lodged within the hub. Slight chipping and cracks on the proximal surface of the medial hub were also noted, which indicates application of excessive pressure. Based on the nature of the customer report that the damage was found during use, it is being assumed that the unopened kit is a representative sample. The outer diameter of the proximal extension line measured 2.201mm which is within the specification limits of 2.13-2.21mm per the extension line extrusion graphic. The inner diameter of the proximal extension line measured 0.058" , or 1.4732mm, which is within the specification limits of 1.42-1.50mm per the extension line extrusion graphic. The male luer tip could not be removed from the medial luer hub. The outer diameter of the medial extension line measured 2.958mm which is within the specification limits of 2.90-3.00mm per the extension line extrusion graphic. The inner diameter of the medial extension line and medial luer hub could not be accurately measured due to the male luer tip lodged within the hub. The proximal and distal luer hubs were tested with the male luer gauge and were within the specified range. This indicates that the luer hubs were conforming per iso 80369-7. Due to the luer tip within the medial hub, the medial hub inner diameter was measured using calipers. The inner diameter at the proximal end of the medial hub measured 4.29mm which is within the specification limits of 4.27-4.31mm per the medial extension line drawing. The extension lines were functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal and distal lines were flushed using a lab inventory syringe and flushed as intended. The medial luer hub could not be tested due to the damage. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The distal and proximal extension lines were individually connected to the lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. No catheter backflow was observed within the extension lines. The medial extension line could not be leak tested due to the damage. A manual tug test confirmed that all of the extension lines were secure within their respective luer hubs. R & d confirmed that the appearance of the material within the luer hub was consistent with a luer tip broken off within the hub. The white crack marks on the medial hub additionally indicates that excessive pressure was applied to the male luer tip when pushed into the medial hub. Communication from the customer revealed that the catheter was used in conjunction with a non-teleflex manufactured tubing and connector. The leaking reported by the customer was regarding the non-teleflex manufactured component. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury.". The customer report of a leaking tubing-catheter connector could not be confirmed based on the returned sample. The customer returned the teleflex catheter, however, the non-teleflex connector involved in event was not returned. Visual analysis revealed that a separated male luer tip was lodged within the medial luer hub of the catheter. Slight evidence of cracking was observed on the medial luer hub of the catheter , which r & d stated is consistent with the application of undue force during insertion of the male luer tip. The customer additionally provided clarification that the reported leak occurred at the location of the non-teleflex manufactured product. The teleflex cvc catheter passed all relevant dimensional and functional requirements, and the undamaged luer hubs were conforming to iso 80369-7 based on luer gauge testing. Based on the appearance of the damage and the description of the customer report, the root cause cannot be determined without the connector involved in the event returned for evaluation. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "cardiac surgery patient admitted to intensive care with central line. When patient arrived at rescucitation department, fluid leaked from the tubing-catheter connector of the proximal line (small leak due to cracked tubing, fluid leaked without venous return) and the medial line (large leak with venous return). Removal of the central catheter 3 hours after insertion, when it should normally be 48 hours later". No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)